Event description:
Diabetes therapy consultant reported that the insulin pump required frequent battery changes and rejected new batteries. The caller also reported that the device's screen was scratched and difficult to read. The caller stated that ther was condensation inside the insulin pump's screen. Blood glucose level at the time of the incident was not provided. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.